Event description:
It was reported that the customer experienced air bubbles and gaps in the infusion set tubing of their system. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by running the fill tubing process until no bubbles were present.